Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an unknown procedure, electro cautery was used, elective replacement indicator was tripped. The alert was reset and the device resumed normal function. The patient would be followed normally.